Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The potential root cause is customer misuse or an issue with the platelet bag used for this infusion. No issues with the ivenix set were observed in the customer description. The batch record fa24k05023 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line and 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.

Event description:
The following has been reported: nurse reported: on (B)(6) 2025 at approximately 4pm at (B)(6) 7g ICU nurse, could not back prime saline up secondary port, the cns thought the spike was too short on our blood set, so he shortened the port on platelet bag- then when he respiked the platelet bag with a new blood set- he poked a whole in the platelet bag. They had to waste the platelets and get a new bag. When they got a new bag of platelet- customer had the back prime the secondary prior to spiking the platelet, and nurse said that was would not work with the first set. They spike platelets without any issue and infused platelets without any further issue. A preliminary review of the logs identified the following issue: clogged admin set. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.